Event description:
It was reported that the implantable neurostimulator (ins) had no effect on one side. The electric circuit was "defective." There were no n'vision print outs. The ins was explanted and replaced on (B)(6) 2011, and it was stated that the old ins was depleted. It was unk if this was normal battery depletion. Intra-operative, the impedance between electrodes 0 and 3 was found to be a problem. Post-operative there was no change. It was unclear if this was in reference to the old ins or the new ins. It was reported that there was no pt injury, and the pt was ok.

Manufacturer narrative:
(B)(4).